Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of under 20 mg/dl at the time of the incident. The customer's other blood glucose levels were 176, 112, 236, and 396 mg/dl. The customer was given glucagon to treat and also treated with food. The customer reported they passed out in the bathroom. The customer was wearing the insulin pump during the incident. The customer declined troubleshooting for low blood glucose. The customer reported they had over bolused for a meal. The customer also reported another low blood glucose event of 40 mg/dl on around (B)(6) 2020. The insulin pump will not be returned for analysis.